Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The peritonitis was manifested by cloudy pd fluid and stomach pain. The same day as event onset of the peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient was treated with intraperitoneal (ip) injection reflin (1 gram, once a day, for 14 days) and ip injection fortum (1 gram, once a day, for 14 days) for the event of peritonitis. Dianeal therapies were ongoing. The patient was recovered from this peritonitis event (three days after diagnosis) and was discharged from the hospital the same day. The patient was retrained on the proper aseptic technique. No additional information is available.